Event description:
Customer reportedly obtained results of 198mg/dl and 43mg/dl on the aviva system within 10 minutes. Customer ate in response to symptoms. No adverse event reported. Requested return of suspect system and replacement sent.